Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implants 350cc , catalog 3507350bc, serial number (B)(4), lot 5542665. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 350cc and experienced rupture on the right breast implant. The rupture was confirmed through MRI. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears turbid. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 269560 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).